Manufacturer narrative:
Product analysis : analysis was not able to confirm customer complaint. Lower bullets are missing. Left upper bullet is missing. Keyboard hinges and slides are broken. Lower handle broken. No further anomalies observed. Programmer worked normally without any further problems. Lower and upper bullets added. Keyboard hinges and slides replaced. Lower handle replaced. Software re-installed and upgraded to newest version. Touchscreen calibrated according to procedure. Device was cleaned. Programmer passed electrical safety test and all final functional and system tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had frozen, and displayed a black screen. After several attempts to reboot, the programmer started working again. The decision was made to change to a different programmer. The status of the programmer is not known. No patient complications have been reported as a result of this event.